Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
The lead was found to be malfunctioning. It was disconnected from the device and external measurements were made. The wrong parameters were measured externally as well. The lead was explanted and a new lead was installed.